Manufacturer narrative:
Sections with additional information as of 28-feb-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter and test strips were returned for evaluation; no defect was detected.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern. Manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated no longer experiencing symptoms and no medical attention was required.

Event description:
Consumer reported complaint for hi display. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of rapid heartbeat. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a blood test was performed by the customer and produced test results of hi using meter. The test strip lot manufacturer¿s expiration date is 10/31/2019 and open vial date is (B)(6) 2019. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 06-may-2020: h6: updated FDA's method code. H10: retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.